Event description:
Per the clinic, the patient experienced no sound with the implanted device and extrusion of the electrode lead into the external auditory canal, attributed to a prior radical mastoidectomy. The patient also reported developing active otitis media in the implanted ear in september (exact date not reported). An otolaryngologist performed ear canal cleaning, and the patient was treated with antibiotics for the infection (specific type and dates not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
Device analysis report attached.